Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery. The customer stated that display did return. The customer was assisted in performing selftested and the test complete. The customer was asked to monitor the insulin pump and we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap and customer accepted it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.